Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision due to dislocation. Patient's primary devices were rejuvenate. Procedure completed successfully without delays.

Manufacturer narrative:
An event regarding dislocation involving a tridnet liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no records were provided for review. -device history review: not performed as the lot was not provided. -complaint history review: not performed as the lot was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision due to dislocation. Patient's primary devices were rejuvenate. Procedure completed successfully without delays.